Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a catheter into the sheath and aspiration of the sheath, air was seen inside the sheath and the aspiration syringe. The hemostatic valve of the sheath was not fully closed with the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. It was further reported that prior to the reported air ingress, the dilator and guidewire were the components inserted into the sheath, and during the reported air ingress, the farawave catheter was inserted into the sheath. A pressure bag was used for irrigation of the sheath with a flow of approximately 2 to 4 ml per minute. No air was seen in the patient. Air was only visualized inside of the aspiration syringe. The guidewire was positioned at the tip of the farawave catheter.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a catheter into the sheath and aspiration of the sheath, air was seen inside the sheath and the aspiration syringe. The hemostatic valve of the sheath was not fully closed with the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a catheter into the sheath and aspiration of the sheath, air was seen inside the sheath and the aspiration syringe. The hemostatic valve of the sheath was not fully closed with the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that prior to the reported air ingress, the dilator and guidewire were the components inserted into the sheath, and during the reported air ingress, the farawave catheter was inserted into the sheath. A pressure bag was used for irrigation of the sheath with a flow of approximately 2 to 4 ml per minute. No air was seen in the patient. Air was only visualized inside of the aspiration syringe. The guidewire was positioned at the tip of the farawave catheter.

Manufacturer narrative:
B5: describe event or problem - updated.